Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).

Event description:
A customer contacted ocd to report (B)(4) (luminometer data invalid) condition codes on their vitros eci immunodiagnostic analyzer. The customer indicated the codes were occurring across multiple samples using vitros ahiv lot 2890 on a vitros eci immunodiagnostic system. No erroneous patient sample results were reported out of the laboratory and there were no allegations of harm. (B)(4).

Manufacturer narrative:
The investigation determined that code (B)(4) (luminometer data invalid) occurred on multiple samples while using the vitros ahiv lot 2890 on a vitros eci immunodiagnostic analyzer. The most likely cause is a non- reportable assay issue; however, this could not be confirmed. The occurrence of this code may also be indicative of an instrument related issue and these issues could not be ruled out at the time of this report.

Manufacturer narrative:
The investigation determined that a non-reportable assay issue caused this event. No malfunction occurred. The vitros products were operating as intended. This complaint was initially reported in error.